Manufacturer narrative:
The manufacturer previously reported a ventilator's display screen was not working properly. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. No problem was found with the device's display screen. During the evaluation service required alarms related to the device's system board were observed. The device also showed faulty internal battery issues. The device was scrapped per manufacturer's protocol. No repairs were made to the device.

Event description:
The manufacturer received information alleging a ventilator's display screen was not working properly. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.